Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, on post operative check, it was identified that the right atrial (ra) lead had dislodged. The lead was removed and the physician attempted to implant several times another ra lead, but it kept dislodging, the ra lead was attempted / not used and replaced with a passive fix lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead dislodged. The lead was attempted / not used and replaced. One day post operatively the replacement lead also dislodged. The second lead was explanted and replaced with a passive lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.